Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they the insulin pump was not alarming them when their calibration was not accepted. The customer¿s blood glucose level was unknown. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). No unexpected audio/vibrate anomalies/absence of alarm noted during testing. No calibration not accepted error messages anomalies, cal now alerts or calibrate now alerts noted during testing. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. Unit received with scratched casing, minor scratches on lcd window and pillowing keypad overlay. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.